Event description:
A pt service rep (psr) contacted zoll lifecor customer support to report one of their batteries was showing a fault light on the charger and was not charging.

Manufacturer narrative:
Evaluation summary: device evaluation of battery pack (B)(4) is currently underway. The reported problem (unable to charge battery) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack.